Manufacturer narrative:
An event regarding the appearance of discolored ha coating of a accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device was carried out. This noted the ha coating section of the stem looked tan in color. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been (B)(4) other events for the lot referenced. "It was reported that, during a hip surgery, a surgeon realized that the ha coating was discolored to yellow. The stem was implanted as is". Conclusions: the event was confirmed. An nc was issued to investigate, (B)(4) samples were evaluated and it was concluded the discoloration originated from a specific machine process.

Event description:
It was reported that during a tha, the surgeon realized that the ha coating was not white. The color was a beige.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a tha, the surgeon realized that the ha coating was not white. The color was a beige.